Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted in the leg, which is off label usage of the device, on (B)(6) 2019. The patient stated he experienced painful sensation coming from the calf of his right leg and noticed redness and the area was raised at the insertion site. The patient stated on (B)(6) 2019 he was seen by his primary care physician and was diagnosed with an infection at the insertion site and was prescribed doxycycline hyclate oral antibiotic. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.